Manufacturer narrative:
The getinge field service engineer (fse) that discovered the issue replaced IV pole lock and bushing, this corrected the issue. Device passed all functional and safety tests according to factory specifications. No patient involved and no harm reported. The defective components were received for further investigation. The following investigation was performed by the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0358-00-0073 IV pole bushing serial number n/a part number 0105-00-0129 IV pole lock serial number n/a. The fat dept. Assembled the IV pole bushing into the IV pole lock. Then proceeded to install the IV pole into the lock and bushing. The IV pole would not lock into the bushing and lock. The fat dept. Was able to replicate the failure of the IV pole not staying up. The parts failed testing. Retaining the parts in the fat dept. Per procedure 0002-07-d008 rev.ar. The non-conformances with the returned components were confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the IV pole of the cardiosave intra-aortic balloon pump (iabp) unit is not staying up. There was no patient involvement.